Event description:
Used the wizard eye thermal mask, read the instructions, it gives no temperature guidance at all, set it to 10 on the controller, put on my eyes, after 90 seconds my eye lids were burning. I then checked it with my thermographic camera; it was 145 degrees fahrenheit. That is much too hot for skin or eyes, it actually burned my skin. I then looked up the company and it does not appear to be FDA registered, but it is selling a medical device. The company markets this for dry eye and other issues, this product is not safe. Https://www.wizardresearch.com/products/heated-eyemask variant=30337129021493&country=us&currency=usd&utm_medium=product_sync&utm_source=google&utm_content=sag_organic&utm_campaign=sag_organic&gad_source=1&gad_campaignid=20531069984&gclid=cj0kc qjwlyhbbhd9arisalru09qi0g8v2l9s6cy4b4h6hjaxqz6tuhyksn4c-npzjh3xxacjv5avmsqaalavealw_wcb.